Manufacturer narrative:
(B)(6). The customer obtained passing access accutni+3 quality control (qc) prior to and after the reported event. There were no system errors associated with the reported event. The access accutni+3 reagent was not returned for evaluation. In conclusion, the cause of the reported non-reproducible access accutni+3 results cannot be determined with the available information.

Event description:
The customer reported a non-reproducible troponin I (access accutni+3) result for one (1) patient on their unicel dxi 600 access immunoassay system (serial number (B)(4)). The customer reanalyzed the sample twice on the same unicel dxi 600 access immunoassay system and obtained lower results, above the normal reference range of the assay. The customer reanalyzed the sample twice on an alternate unicel dxi 600 access immunoassay system (serial number (B)(4)) and obtained lower results, above and within the normal reference range of the assay. There was no report of change or impact to patient care or treatment. Access accutni+3 quality control (qc) was within the laboratory's established limits prior to and after the reported event. There were no system errors associated with the reported event. Samples are lithium heparin plasma. Samples are centrifuged at 3,000 revolutions per minute for four (4) minutes at room temperature. There was no report of sample integrity issues.